Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient complained of numbness in his left hand since the permanent cervical implant of his spinal stimulator. Follow up identified a sjm representative spoke with the patient and the patient stated that all physical issues have resolved with time and there are no more issues at this time.